Manufacturer narrative:
The additional reportable proglide device referenced is filed under a separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide device were attempted in the calcified right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger on the first and third proglide devices were removed, resistance was felt and the sutures ruptured, with both proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to greater than an 8.5fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulty retracting the plunger could not be replicated based on the returned device condition. In addition, the analysis of the returned device found a posterior foot break and was not returned with the device. The location of the foot is unknown. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss and difficulty retracting the plunger appear to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 1562 removed.

Event description:
Subsequent to filing of the initial report, additional information was received. The device issue for both proglide devices was a cuff miss not a suture break. No additional information was provided.